Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that bilateral suture placement in the calcified right common femoral artery (rcfa) and the left common femoral artery (lcfa) was completed with proglide devices using the pre-close technique via a 16f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sutures of two each proglide devices were successfully pre-placed in both the lcfa and rcfa. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved successfully in the lcfa with the pre-placed proglide sutures; however, hemostasis was not achieved with the sutures of the proglide devices in the right common femoral (rcfa). The knot pusher was used with no effect and when compression was released, arterial flow was observed. Guide wire access was lost in the process, so the patient was taken for an urgent cut down surgery. Hemostasis in the rcfa was achieved via surgical suturing after the cut down. The patient required a blood transfusion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.